Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that he tests at least two to five times a day and that his normal readings are usually between "80-220mg/dl". The patient stated that he manages his diabetes with lantus, 10 units in the morning if his blood sugar is over 150mg/dl and 10 units in the evening if his blood sugar is over 170mg/dl, and novolog (sliding scale). At an unspecified time in the evening of (B)(6) 2012, the patient stated that he tested his blood glucose with the subject meter and obtained a reading of "220mg/dl" and took 10 units of lantus in response to the test result. The following morning at around 10:00am, the patient tested again and obtained the alleged high reading of "86mg/dl" and immediately after, developed symptoms of "slurred speech, a symptom that he normally associates with low blood glucose". Fifteen minutes after the alleged issue occurred, ems came and tested the patient on their meter (unknown device) and obtained a reading of "52mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was administered with IV glucose and was taken to the emergency room (ER) where he was again tested and obtained a reading of "60mg/dl" and was given another IV glucose. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. Although the symptoms developed were not suggestive of a serious injury, this complaint is being reported because the patient received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.